Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that during episodes of non-sustained right ventricular oversensing, it was noted that there was ventricular loss of capture in the right ventricular chamber. The patient then presented to the clinic where the device was reprogrammed to address the loss of capture. The patient was previously hypertensive and lightheaded, although it is unknown whether or not the symptoms were related to the loss of capture. The patient would continue to be monitored.